Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: a physical sample was returned for evaluation without the safety clip on handle. The stent was completely deployed and returned with sample. A guidewire could be advanced through the system with great difficulty after flushing the device. The delivery handle tether was relaxed and the inner catheter protruding the tip but when the tether was extended to assume its full length, the slider is at the distal home position and the inner catheter doesn't protrudes the tip which indicates the trigger was not activated when the stent got deployed which leads to confirmed results for failure to advance and premature activation of the stent is considered a cascading event. There was no indication of a manufacturing deficiency. In this case, it was reported that the device was flushed and a 0.035" guidewire was used for access. Based on provided information and the evaluation of the returned sample, the investigation is closed with confirmed results for failure to advance and premature activation is considered a cascading event. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that prior to use, flush the stent delivery system with sterile saline using a small volume (e.g., 5 ¿ 10 cc) syringe. Continue flushing until saline drips from the distal tip of the catheter after flushing each luer port. Flushing eliminates air bubbles from the inner catheter lumen and lubricates the surface between the inner and outer catheters. Regarding accessories, the instruction for use states the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion. The packaging pictograms indicate an introducer size of 6f and a 0.035 guidewire. The IFU further state: should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit. And the delivery system will not function properly until the safety clip (k) is removed (see figure a2). As a precaution against accidental stent deployment, the safety clip should not be removed until the stent is ready to be deployed. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a fistulography with dilation and stent placement procedure using e-luminexx vascular stent. During the procedure, after guide wire placement in the patient, the radiologist was unable to pass the guidewire through the e luminexx device and found that the stent is "inflated and removed" from the device. There was no reported patient injury.